Event description:
It was reported that the temperature displayed on the generator remained stuck at 21 degrees celsius throughout the preparation steps and the first application. During a cavotricuspid isthmus (cti) ablation procedure, a blazer prime xp temperature ablation catheter was selected for use. After attaching the catheter to the smartablate generator, it displayed a temperature of 21 degrees celsius. However, the temperature remained stuck throughout the preparation steps and the first application. No error messages were displayed. Another of the same device was used, and the procedure was successfully completed with no patient complications.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.